Manufacturer narrative:
H3 other text : pending outcome of the final investigation.

Event description:
A ventilator was returned to the manufacturer for service with a motor failure error. There was no harm or injury reported. The manufacturer's investigation is still ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.